Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the cable is broken. The failure is not related to the movement of the instrument. There was no visible damage to the naked eye, however with a magnifying glass damage was observed. It was unknown if their was thermal damage or if a broken cable was visible at the distal end.